Event description:
It was reported that during a procedure, "the metal tip broke off" of the ultrasonic scalpel. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device's identification and lot number were not provided either so the manufacture date and expiration date are unknown. The instructions for use (IFU) for reprocessed ultrasonic scalpels states: ¿avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ this report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00021 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.